Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as the product is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, the patient had a slightly tortuous esophagus after the one step button was placed the physician checked the patient's esophagus and it was noted a perforation was found in the upper esophagus. This device was used to complete the procedure. The patient was monitored in the hospital. The condition of the perforation was monitored by CT and blood test. The patient's condition was reported as "became stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.